Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piston was not going down, tried rewinding again same result pump rewound even without reservoir inside. Customer ran a self test and received an insulin flow block even without reservoir connected . No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test however, constant pump error 37 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test or verify prime/fill anomaly due to pump error 37 alarms. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side.